Event description:
The omnipod 400 series insulin pump (new smaller version) failed approx 2 days after putting in use. This is my third new pod and third consecutive failure = 100% failure. The problem is mechanical, as determined by customer svc rep after reporting the error number. The (B)(6) failure: pod alarm: ref: (B)(4). Pm 240, pt 240. Lot l40420. Tid: t110633. I did not report some of these values in my first 2 reports. Please reference mw5031329 and mw5031330.